Event description:
The customer reported a "strong allergic reaction" when working in a room with cidex opa. The customer reported, "difficulty breathing, hives and swelling of the mouth, throat, and tongue" that went occurred "off and on for about a month". The customer saw an ent dr who ordered a CT scan, which reportedly showed "lymph node enlargement". The dr prescribed the customer an "epi-inhaler, antibiotics, and steroids". The customer reported that the air exchanges in the room where the cidex opa is used have never been measured. Attempted to follow-up with the customer to find out how she recovered, the customer was not available.